Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent delivery wire was broken during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received deployed within the rhv, which is aligned with the event description. The stent delivery wire (sdw) was returned within the introducer sheath. The microcatheter was also returned, which was noted to be intact. The introducer sheath distal tip showed signs of damage. Deformation was noted throughout the stent. All 3 marker bands were present on both ends of the stent. The sdw was broken/fractured at the distal side of the proximal bumper. The distal tip of the sdw was not returned. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event was confirmed during analysis. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported the patient had an aneurysm at the superior paraclinoid segment of the right internal carotid artery ica, with severe tortuosity of the ica. The physician used a microcatheter as the delivery catheter for the atlas stent. However, when attempting to pass the atlas 4.0 x 21mm stent through the cavernous sinus segment, significant resistance was encountered, making it impossible to push forward or pull back. The physician then removed the stent along with the microcatheter from the body. It required considerable force to withdraw the stent from the microcatheter outside the body, and the stent was deployed in the y-valve of the microcatheter. Upon inspection through the y-valve, damage to the middle section of the stent was observed. Due to the accidental removal of the coil microcatheter along with the microcatheter during the extraction process, and considering the patient's vascular tortuosity, the physician decided to change the surgical strategy and opt for the implantation of a standalone flow diverter stent. Finally, the flow diverter stent was successfully deployed, and the surgery was concluded smoothly. Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as severely tortuous. The introducer sheath distal tip showed signs of damage. Deformation was noted throughout the stent. The sdw was broken/fractured at the distal side of the proximal bumper. The distal tip of the sdw was not returned. Based on available information and analysis of the returned device it is probable the event occurred as a result of the tortuosity of the patient's anatomy. The as reported codes 'stent difficult/unable to advance or pullback through catheter', 'stent deployed prematurely during retraction/re-sheathing' and 'stent deformed' and the as analyzed codes 'stent introducer sheath distal tip damaged', 'sdw broken/fractured during use', 'stent deformed' and 'stent deployed prematurely during retraction/re-sheathing' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.